Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, service code 204) was isolated to the electrode belt¿s distribution node (dn) to rear te cable being severed, causing the belt to not pass detect and treat testing. The root cause for the broken cable was physical abuse. There was no adverse event that resulted from the damaged monitor.